Event description:
The customer reported that during surgery, a fluidics error message displayed. They could not continue surgery with this system. The system was switched out and the surgery was completed. All surgeries following were cancelled, a total of 11 cases. No patient injury reported.

Manufacturer narrative:
The company service rep examined the system and confirmed the fluidics error message. The fluidics module was replaced and sent for in house evaluation. The system was tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available.